Manufacturer narrative:
Concomitant medical products: d224drg ICD, implanted: (B)(6) 2008.

Event description:
It was reported that during the device changeout procedure, oversensing was noted on the atrial lead from the electrocautery. The lead had normal sensing, impedance and threshold before and after the changeout. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.